Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial (B)(4), product type: recharger. Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, the consumer reported that the implant was not working and he couldn¿t get it to charge. The patient stated the first 2-3 days he couldn¿t charge it and it quit. Troubleshooting was attempted with the recharging equipment but it was challenging for the patient to untangle the cords and get the recharger. The patient was directed to follow-up with their healthcare provider. The indication for use was non-malignant pain. No patient symptoms reported. On 2018-aug-06, additional information received from the patient reporting that the patient was having poor coupling with recharging. They stated they had issues charging since their new implant, and stated that it hadn¿t worked right with the new battery in terms of it being able to charge or use it. It was reported that recently they had equipment replaced ((B)(4)) and it was still not working and the ins was off. Patient services reviewed the recharger use over the phone. The patient at first reported incompatible device message. The patient switched to current recharger and pulled out the broken connector pin ((B)(4)) and successfully began charging the recharger with the replacement desktop charger. The patient the started a charge session and reported the reposition antenna screen, but then realized the other recharger antenna was on the ins. After changing to the correct recharge antenna, it brought up a successful charge session but with poor coupling. Troubleshooting done on the call was patient services had the patient reposition the antenna over the ins, and turn the antenna dial through all four positions. It was reported that repositioning the antenna/turning the antenna dial resolved the issue. The patient was getting 6 to 8 bars. The patient reported fluctuations I n coupling between 4 to 8 or sometimes less. It was reviewed repositioning the antenna/turning the antenna dial and the patient reported full coupling. It was also reviewed how to turn the ins on after the first quartile was filled per the patient¿s inquiry. It was reported that the charging issue/ins being off unable to charge or use occurred shortly after (B)(6) 2018. No further complications were reported/anticipated.